Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. A service history review (shr) revealed no issues that may have contributed to the reported failure. The cause for ground bond failure was determined to be a loose connection at the door frame to door post interface. The device was sent to servicing for correction and door post was scrapped. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). During evaluation of the homechoice (hc) device, the (B)(4) determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the ground bond performance specification. There was no patient involved.